Manufacturer narrative:
This event occurred in (B)(6). (B)(4)

Event description:
The customer questioned troponin results for 2 patient samples. It is not clear what type of troponin test was performed. Based on the information provided, the results for 1 patient were erroneous and reported outside of the laboratory. The specific date of event was not provided. The date of event was provided as "yesterday evening." The initial trop result was 3 (unit of measure not provided). This result was reported outside of the laboratory. Following this result, other patient samples produced errors with no numeric results. These samples were automatically repeated and the same errors were produced with no numeric results. The laboratory staff notified the ward and advised them to hold the previously reported result. The initial sample was repeated and the result was 19 (unit of measure not provided). It is not known if an adverse event occurred. No adverse event was reported. The troponin reagent lot number and expiration date were not provided. The customer indicated the sipper probe is dripping. The pinch tubes were replaced on (B)(6) 2015. Liquid flow cleaning was last performed on (B)(6) 2015. It was noted that a sipper probe abnormal error showed on the instrument approximately 30 minutes later on sipper probe 2. Sipper probe 2 did not detect the liquid level of procell. The customer replaced the pinch tubing. Sipper probe 2 appeared to be fine but sipper probe 1 now had a bubble on the tip. The customer was advised to redo the sipper probe 1 tube as there was no issue with sipper tube 1 previously. The field service engineer (fse) visited the customer site and found that the pinch tubes were fitted correctly but seemed to be longer than they should be and, when seated, looped up slightly. The fse replaced the tubes. When shorter tubes were used there was a tighter fit between the connector. The bubble on sipper probe 1 did not occur. According to the customer, the tubes removed by the fse were the same tubes in use when the erroneous troponin result occurred. Performance testing was completed. Quality controls and subsequent results were acceptable.

Manufacturer narrative:
The troponin test was troponin t hs (high sensitive) troponin t hs. It was clarified that no adverse event occurred. It was noted that since the visit from the field service engineer the system has been operating with no problems.

Manufacturer narrative:
The defective pinch tube was requested for return for further investigation, however, the tube was not returned. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.